Event description:
It was reported that during a laparoscopic cholecystectomy procedure the first firing was fine, the device mis-fired on the second firing. All known information was reported. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaws. The analysis result showed that the er320 instrument was received empty and with the jaws were found to be in a yielded condition. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. No functional test could be performed due to the returned condition of the device. No incident related to the reported event was observed during the batch record review.